Event description:
Consultant reported: pt treated with orif for right tibial plateau fracture with shaft extension, returned to surgeon for follow-up. Clinical exam revealed probable non-union. Pt was returned to operating room for revision on (B)(6) 2012. Surgeon found the tibial plateau fracture was healed, but the distal tibia was not healed. Surgeon removed 1 plate (240.052s) and an unk number of assorted screws. As the surgeon was completing reaming, he pulled the reamer back to remove it. The reamer became stuck at the non-union callus point. Surgeon pulled hard on the reamer shaft, and the plastic tube broke. All pieces of the reamer tube were retrieved. Dr was then able to implant a tibial nail and screws and autograft with no further problem. This is 2 of 2 reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.